Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.168.275s, lot # 84p9054, manufacturing site: (B)(4), release to warehouse date: 20.01.2021, expiry date:01.01.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis for medial femoral neck fracture. Follow-up after surgery revealed that the femoral neck had shortened, and the surgeon decided that the implanted products should be removed and to perform bha. The revision surgery will be performed on (B)(6) 2021. No further information is available. This complaint involves four (4) devices. This report is for (1) bolt for femoral neck system 75mm length - sterile. This report is 4 of 4 for (B)(4).